Manufacturer narrative:
(B)(4). The patient underwent mesh implantation on (B)(6) 2006 due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, and dyspareunia. It was reported that patient experienced erosion, extrusion of product and underwent excision of urethral sling, irrigation and closure on (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2010 due to sling exposure. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent left robot assisted laparoscopic partial nephrectomy with use of intraoperative laparoscopic ultrasound with interpretation on (B)(6) 2011 due to left 3.5 cm upper pole heterogeneously enhancing renal mass. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency and stress urinary incontinence.